Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. The customer had symptoms such as stress and treated with a bolus. The customer stated that she woke up in the morning and her blood glucose was 134 mg/dl. The customer's blood glucose was 276 mg/dl later. The customer's current blood glucose was 309 mg/dl. Customer declined to troubleshoot for high readings. The product was not returned for analysis.